Event description:
It was reported that this lead exhibited high out of range pace impedance measurements. (B)(6) technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).